Event description:
On (B)(4) 2012, terumo medical corporation (tmc) received communication from the user facility that the distal portion of a guiding sheath became separated during removal following an interventional procedure to place a stent in the contralateral sfa. Subsequently, on (B)(4) 2012, tmc received the user facility maude report (B)(4) with an additional information request letter, dated (B)(4) 2012, from FDA. The event description on maude report (B)(4) states: "patient undergoing angiogram; arterial sheath broke off in femoral artery requiring emergency femoral popliteal bypass and removal of sheath. Direct communications with the user facility confirmed the following additional information: difficulty was reportedly encountered during placement of the sheath due to "scarring at the level of the right common femoral artery and heavy calcification"; following the placement of a stent, the sheath and versacore wire were being removed when the physician and scrub tech heard "an audible snap"; the sheath reportedly separated into two pieces and blood began to pool around the access site; manual compression was applied and held for 1.5 hours while the operating room was prepped; the patient was sent to the operating room for surgical removal of the detached material; both the original procedure and the surgery to retrieve the detached material were both completed successfully; and the patient was reported to be stable.

Manufacturer narrative:
(B)(4) - although there was no reported impact to the patient, the event description indicates that some blood loss did occur. (B)(4) - additional surgical procedure was required to retrieve the detached distal portion of the sheath. Results - based upon evaluation of returned sample and user facility information; based upon testing of reserve samples. Conclusions - based upon evaluation of user facility information and returned sample; based upon testing of reserve samples. The involved device was returned for evaluation. Examination of the return sample confirmed: the sample was received with a competitor's guide wire still in the lumen of the sheath; the sheath was confirmed to have been completed separated at approximately 148-mm from the proximal end of the device; the exposed core wire showed evidence of having been stretched while the edges of the device adjacent to the point of separation were rough; and marks consistent with having been gripped or clamped were noted on the detached portion of the sheath approximately 3-mm from the point of separation. Thorough examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects. Testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that performance specifications were met. This extensive testing included hub to sheath joint strength, sheath tensile strength, sheath tortuosity / bending tests, sheath internal diameter and presence of the hydrophilic coating. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is consistent with the sheath having been stretched and separated as a result of attempts to withdraw the device against resistance. Such resistance during withdrawal may occur in relation to the reported scarring of the right common femoral artery and heavy calcification. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).